Event description:
It was reported the patient presented remotely via merlin. Net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was responsible for non-sustained right ventricular oversensing (servo) alerts received for post-paced t-wave oversensing and post-sensed t-wave oversensing. No changes or interventions were performed; it was elected to monitor the ICD. There were no patient consequences.